Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was reusing the purewick female external catheter. This was causing her to have a infection. Liberator representative advised patient to stop reusing them. Patient had been using the purewick product for more than 90 days. It was unknown what medical intervention was provided for infection.

Event description:
It was reported that the patient was reusing the purewick female external catheter. This was causing her to have a infection. Liberator representative advised patient to stop reusing them. Patient had been using the purewick product for more than 90 days. It was unknown what medical intervention was provided for infection.

Manufacturer narrative:
The reported issue was confirmed as use related issue as per the reported event and instructions for use. The reported event states " patient was reusing the purewick female external catheter". The instructions for use states "replace every 8-12 hours or if soiled." A potential root cause for this failure could be due to ¿user unaware of need to replace or wants to extend life of single device". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The device history record review was not required because the investigation was confirmed as use related. The instructions for use were found adequate and state the following: "recommendations: replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood." "Single use". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.